Event description:
During an atrial fibrillation case, a pericardial perforation and effusion were noticed. There was a drop in blood pressure in the patient. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis. The physician believes it was due to a baylis wire through somewhere on the right atrial. They were transseptal at the time they found the perforation, but the physician discarded the possibility of going transseptal as the origin of the issue. The patient had scoliosis of the spine, so it was difficult to move the catheter in the heart. The patient was reported to be in stable condition. Ablation system in use: farapulse pfa system (boston scientific). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).